Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter with no other devices. The balloon was loosely folded. There was blood in the inflation lumen. The shaft was separated at the guidewire exit notch. The separated ends were jagged and stretched indicating the separation was due to tensile overload. There were numerous shaft kinks. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, it was noticed that the device was stuck and the shaft got detached. Subsequently, the detached part was retrieved using a snaring device. The device was completely removed from the patient and the procedure was completed using a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced for dilation. However, it was noticed that the device was stuck and the shaft got detached. Subsequently, the detached part was retrieved using a snaring device. The device was completely removed from the patient and the procedure was completed using a non-bsc device. No patient complications were reported.